Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no abnormalities noted during the evaluation. The instrument was engaged in the end of firing safety interlock with no clips remaining. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during laparoscopic cholecystectomy, when it is time to clamp off cysticus and artery, the device did not fire at first attempt but when it tried for second fire it did not clamp and fell. Another device was used to complete the procedure. No patient injury has been noted.